Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a non-cardiac related surgery. After the procedure, it was observed the patient's implantable cardioverter defibrillator was found in backup mode. The device was restored. The was in stable condition.